Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the screwdriver¿s distal tip. The fractured screwdriver tip was not returned for evaluation. Device was then sent for fracture analysis. The fracture analysis report reveal plastic deformation at the hexlobes and torsional shear markings following circular patterns. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported revision l5/s1 plif. During the revision of a posterior lumber interbody fusion of l5/s1, the interface tip on 3 poly drivers were sheared off as cfx screws were implanted into the patient by the surgeon. The tip of each driver was recovered from the shank of the 3 screws that they broke off in. There was a minor delay in surgery to remove the screws with the broken driver tips and re-implant new screws. The case was completed with a 4th poly driver available at the hospital. Also during the case, the surgeon used a t20 hexlobe driver male attachment from the spine screw removal set at the hospital to insert a screw further. The tip of this instrument also sheared off and was recovered. 30 minute to procedure.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Manufacturer narrative:
The device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision l5/s1 plif. During the revision of a posterior lumber interbody fusion of l5/s1, the interface tip on 3 poly drivers were sheared off as cfx screws were implanted into the patient by the surgeon. The tip of each driver was recovered from the shank of the 3 screws that they broke off in. There was a minor delay in surgery to remove the screws with the broken driver tips and re-implant new screws. The case was completed with a 4th poly driver available at the hospital. Also during the case, the surgeon used a t20 hexlobe driver male attachment from the spine screw removal set at the hospital to insert a screw further. The tip of this instrument also sheared off and was recovered. Thirty minute to procedure. Photos of broken instruments available. 'Product discarded' has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If 'wear and tear' is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a 'product complaint' for investigation.